Event description:
About a month after my initial laser eye surgery, I started developing floaters heavily in my right eye, then in my left eye. It got so bad I was admitted to hospital with a possible retinal detachment in my right eye. Luckily I am okay but the ever present floaters in my eyes now stop me from doing many things I used to love to do. FDA safety report ID #: (B)(4).